Event description:
It has been reported to philips that the monitor was black and unable to be used. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) reformatted the image processing computer¿s hard disk and reloaded the software which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor was black and unable to be used. During troubleshooting, the fse found an issue with the flexvision pc. The fse formatted the hard disk of the flexvision pc and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.